Event description:
The technician alleged the bed exit has no audible alarm when set. No patient impact.

Manufacturer narrative:
The technician found a damaged scale board. The technician replaced the scale board to resolve the issue.